Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was using two patient extension lines which weren't connected to the setup until after the prime cycle had already been completed. Tsc assisted hp in ending their apd therapy early, and hp completed therapy manually. Per hp, no patient injury or medical intervention was associated with this incident.